Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had numbers scrolling on the display when the up button was pushed. Customer did not recall any significant events leading up to the error. Blood glucose level was 176 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, frozen display or numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.